Manufacturer narrative:
On 04-nov-2022, the customer reported a new discrepant result for sodium (na). The initial result was 132 mmol/l. The repeat result was 155 mmol/l.

Manufacturer narrative:
The field service engineer (fse) also replaced the valves, sipper nozzle, and degasser which did not resolve the issue. They then decided to replace the ion selective electrode (ise) unit. After the replacement of the unit, no further issues were reported by the customer. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer (fse) noted that the precision test performed in the module was acceptable. He also noted that the qc results of the module were noted to be lower compared to the customer's other modules. The electrodes were replaced which did not resolve the issue. The customer disabled the module. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for four patient samples tested on the cobas 8000 cobas ise module (double). The reporter stated that they have been experiencing instability in the ion-selective electrode (ise) 1 module. The initial results from the module were lower when compared to results from their other ise module. The reporter was able to provide one example of a discrepant result. The initial result was reported to the attending physician who requested a rerun due to the low result. The patient sample was rerun in their other ise module. The initial result from the module was 132 mmol/l. The repeat result from the other module was 139 mmol/l. The repeat result was reported to the patient. The electrode lot number and the expiration date were requested but not provided.